Manufacturer narrative:
One used sample with original packaging and one unused, unopened sample were returned for evaluation. The used sample was returned in pieces which were taped onto a piece of paper. It was noticed that a potion of the catheter missing. Under magnification, the catheter and sleeve were cut at the 20cm mark. The cuts were not in the same angle when viewed and appeared jagged. The unopened, unused sample was removed from the packaging and evaluated and found to be within specification. Per sample evaluation and customer comments, the breaks in the catheter were determined to have been created by the customer cutting the catheter. The dfu which is packaged with every device includes the instructions: "do not trim or cut the endotracheal tube (not supplied) while the kimvent* closed suction system is attached, otherwise the kimvent* catheter may also be cut and that portion of the catheter may be aspirated into the lower respiratory tract of the patient and may cause death or serious injury."

Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product was not returned for evaluation. A review of the device history record for lot m4195t402 was reviewed and the product was produced according to product specification. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by the distributor that the customer alleges the suction catheter broke during use. The distributor alleges that the catheter and sleeve appear to have been cut by scissors when the package was opened. There was no injury to the patient reported. Additional information has been requested but not yet received.